Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected filed- e1(initial reporter name and email).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected filed- e1-event site addess. A getinge field service engineer (fse) evaluated the unit and determined that the pneumatic module assembly required replacement. The component was replaced and the repair was completed successfully. Product passed all functional and safety tests per manufacturer.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that the cardiosave intra aortic balloon pump (iabp) unit had pneumatic interface module (pim) related malfunction. There was no patient involvement reported.